Event description:
It was reported that the patient was again having issues related to nausea and vomiting. The patient was only having bowel movements once a week and they were fluid. The patient wanted higher settings to help with her symptoms. Reference MFR report #3004209178201105165 for information regarding the patient's prior device system. This information was reported in that MFR report. All further information will be reported in this report.

Manufacturer narrative:
(B)(4).